Manufacturer narrative:
Report source: (b)(60. Related to MFR 3012307300-2019-02714 (two devices used on same patient).

Event description:
Information was received that after completing a device a pre-use check on a smiths medical portex blue line ultra suctionaid, the customer intubated the product into the patient. While in use, the reporter stated they found air leakage from the cuff, so the device was replaced with a second one. However, another air leak occurred and a third tube replacement was required. The patient's third device was noted to have worked without problems. There were no adverse patient effects.

Manufacturer narrative:
Evaluation results: two blue line ultra (blu) tracheostomy tubes were received for investigation. The returned samples were received in used conditions without their original packaging. The samples were visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuffs of the samples before they were submerged under water to check for leaks. Leaks were detected in the cuffs of the returned simples. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.